Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported the patient was going to have a catheter revision on the date of the report, but it had to be rescheduled because the patient had a urinary tract infection (uti). The catheter issue was uncovered ¿months ago¿ by a dye study. The dye study was done because the patient had intermittent withdrawal. It was believed by the health care provider (hcp) that the pump should also be replaced because there were pump issues suspected. The suspicions were due to the patient having multiple (40 or more) hyperbaric treatments due to a ¿flap¿ that was knocked off of a wound when the patient was being transferred with a board. The system was being used to deliver lioresal.

Manufacturer narrative:
.

Event description:
It was later reported the patient was doing well after the revision.